Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.s

Event description:
Customer reporting 2 possible false positive sars results. Customer states they tested negative by qv otc sars day 1 after symptom onset and positive on day 3 and day 5. Customer states the results were negative for sars, flu a & flu b using a pharmacy test.